Event description:
It ws reported the patient received unintended stimulation in her ribs but not in her back where her pain is located. She also reported some abdominal stimulation since her last programming session and her back pain has worsened over the last few months. Reprogramming efforts were unsuccessful at resolving the issues. Follow-up indicated the patient was given an epidural steroid injection. The physician instructed the patient to keep her system off to evaluate how she feels before the next course of action is determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.